Event description:
It was reported that when the pacing system analyzer was removed, liquid spill from the battery was observed from the programmer. The device remained in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).